Manufacturer narrative:
Issue affecting aurical aud/pmm, 1081, sn: (B)(4). Device disconnected & burning smell. Patient information - no patient involvement. PMA/510(k) - this device is exempt.

Event description:
Issue affecting aurical aud/pmm, 1081, sn: (B)(4). Device disconnected & burning smell.

Manufacturer narrative:
Product was returned and evaluated. Problem description: intermittent connection - failed during time test. Over heating - unable to reproduce error. Freefit battery cover damaged. Resolution: service replacement unit. Transferred calibration settings. Replaced freefit battery cover. Device repaired and shipped back to the customer.